Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 44. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107. Advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported that the pods have been causing her to itch more than usual. She stated her dermatologist gave her a product (did not provide the name) to try, but did not specify whether it was prescription or over-the-counter. The patient also mentioned that since it is winter and the climate is dry, that may be what is causing her to itch. She reported having allergies to adhesives and needing to use latex free (B)(6). No particular pod sites or blood glucose levels were provided related this issue, but the patient did state she has not had to remove her pod due to the irritation she has been experiencing.